Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2021-11845. It was reported that the patient presented for a follow up in clinic. It was noted that noise reversions were observed on the atrial and right ventricular leads. Further testing revealed true noise and oversensing was present and reproducible with movement on both leads. Programming changes were made. The atrial and right ventricular leads were awaiting explant. The patient was stable.